Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 585 mg/dl. Customer was asked to do another blood test and then his blood glucose level was 486 mg/dl. Customer reported that they didn't worn insulin pump today and the event was happened on last sunday. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. Customer reported that they did not use auto mode feature at the time of the high blood glucose event. Customer declined to troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer felt ok to okay and confirmed that someone was with him to monitor him. Customer was advised to monitor the insulin pump and to call if needed further assistance. Customer reported that the transmitter did not blink when it was connected to sensor. The insulin pump was not returned for analysis.